Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in the clinic with multiple inappropriate shocks due to inappropriate high voltage output and sensing noise issue. The cause of the lead noise was unknown. Lead extraction was scheduled. Patient will continue to be monitored. No further information available.